Event description:
It was reported that during a low anterior resection the reload does not assemble correctly in the stapler, it is observed defective. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/7/2023. D4: batch # 969a51. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with an returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 969a51, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device cs40g lot number x95x9l and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "it is observed defective"? - it seems detective. 2. Please clarify if there was any physical damage observed, if yes, please provide more details. - the reload does not fit correctly in the channel, it does not click. 3. Could you please clarify if there were any patient consequences? - no patient consequences. 4. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? - there was not any change in the post operative care of the patient.